Manufacturer narrative:
The customer stated that the finger would be squeezed after each puncture. Product labeling states "gently squeeze from the base of the finger to develop a hanging drop of blood." The customer's test strips were not received for investigation. The investigation did not identify a product problem.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter. The reporter stated that she performed meter testing three times and within 15 minutes of each other. The meter results were: the first meter result was 5.0 inr. The second meter result was 4.7 inr. The third meter result was 3.5 inr. The patient stated that she would squeeze the finger after each puncture. The patient's therapeutic range is 2.0 to 3.0 inr.

Manufacturer narrative:
The coaguchek xs meter serial number is (B)(6). The products were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3 - occupation: patient/consumer